Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407658 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device interrogation session ended, but a diagnostic message displayed stating "programmed parameters may not be what was programmed since last diagnostic reset." The device remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.